Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found customer having errors on universal surgical manipulator (usm) 2. Errors 25734 and 25730, pointing to a bad axes controller motor (acm) board. Replaced usm 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and found 32126, 25734, 32097, and 25730 errors pointing to the tornado, the axes controller arm (aca) printed circuit assembly (pca), and the acm pca. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, there was a fault on universal surgical manipulator (usm) 2. After troubleshooting solved the error, the customer called back to report that the errors returned after the hard power cycle. Technical support engineer (tse) advised that they had the option to disable usm 2. Caller is going to reach out to surgeon to see if he would like to proceed using 3 usms. Caller also mentioned that they might use an xi system instead. There was no report of patient involvement or patient injury.